Manufacturer narrative:
Section h, block 3, device evaluation0 evaluation of shock hazard to follow with supplemental report. Section h, block 6, evaluation codes- user manual specifies that device not be exposed to excessive moisture.